Event description:
Customer's husband reported that the customer had a blood glucose level over 600 mg/dl earlier in the day of the call. Customer treated with an insulin shot. Blood glucose level was down to 123 mg/dl at the time of the call. During a follow up call, customer reported that the high blood glucose level had returned, but did not provide the exact value. Caller reported that the needle may not have been fully inserted into her body at the time of the call. Customer was not able to perform the high pressure test at the time of the call, so troubleshooting could not be completed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.